Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pericardial effusion on the same day they had a leadless implantable pulse generator (ipg) implanted. The device remains in use. No further patient complications have been reported as a result of this event.